Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: imd49b52 lead, implanted 1996 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which caused the implantable pulse generator (ipg) to inappropriately mode switch. Reprogramming options were discussed. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.